Manufacturer narrative:
Unit paired successfully to commercial app. Inpen received with leadscrew fully extended. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Battery investigation was performed, and battery measured 3.007 volts. No battery anomaly was noted. Inpen app home dashboard did not display any battery warning/notification. Inpen passed front cap investigation. In conclusion: inpen working as designed. No battery anomaly noted. Inpen app home dashboard did not display any battery warning/notification. Inpen was working as intended. Inpen received working as design. No mechanical or physical malfunctions noted during testing that could affect insulin delivery. The customer concern of physical damage to inpen could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated they were unsure of the cause, but the battery life of the pump was less than five months. The customer also reported that no insulin was delivered when they attempted to administer insulin. The customer reported no adverse event. The event involved product(s) mmt-105elblna. Troubleshooting was performed, and the inpen replacement initiated. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-105elblna was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.